Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
The physician reported oversensing on both channels for the subject pacemaker, implanted in 2018. Lead replacement is under evaluation, since the physician suspects a lead issue.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported oversensing on both channels for the subject pacemaker, implanted in 2018. Lead replacement is under evaluation, since the physician suspects a lead issue.